Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316.

Event description:
The event happened outside of the u.s. In (B)(6). According to the received information, the patient experienced three days after a whole face injection, what appears to be a vascular compromise in the injected areas. The event is reported of moderate intensity. Antibiotics and antiinflammatories has been prescribed, leading to no improvement of the situation at the time of the report. A local medical expert has been contacted following this notification, he advised the injector to treat the area with hyaluronidase. To date, no further information has been received.